Manufacturer narrative:
In the initial report, the meter brand name was inadvertently captured as contour next. The correct brand name of the meter associated with this event is contour next gen meter. Sections d1 (brand name), g1 (contact office - manufacturing site), and g4 [510(k)#]ave been updated.

Event description:
An article has been published in the online journal 'diabetology and metabolism' which alleges that a customer in germany experienced a deterioration in their blood glucose control due to the misinterpretation of their blood glucose results. The author of the article stated that the customer was accustomed to using a blood glucose meter displaying results in mg/dl. For five months the customer was using a meter with the units of measure locked to mmol/l which had been given to him by his pharmacist. Although the customer's caregivers titrated the insulin dose based on the meter results, the allegation is that the customer's retinopathy caused him to misinterpret the units of measure as he could not see the meter display clearly. The customer was admitted to hospital for the treatment of diabetic foot syndrome due to peripheral arterial occlusive disease of the lower leg on both sides. Mild diabetic retinopathy was reported as another diabetic complication. Other preexisting conditions included arterial hypertension, hypercholesterolemia, grade 1 obesity, persistent atrial fibrillation, chronic heart failure, and rheumatoid arthritis. There was a stage 3c ulcer of the right 3rd toe according to the wagner-armstrong-classification and wound healing disorders at the amputation sites of the first two right toes. In a five month period, the customers hba1c was reported to have increased from 7.1% (54.1 mmol/mol) to 12.3% (110, 9mmol/mol). Following admission to hospital, the customers blood glucose control improved, however, an amputation of the right 3rd toe was said to be unavoidable.

Manufacturer narrative:
Based on the information provided, the customer and his caregivers had misinterpreted the meter readings as mg/dl rather than mmol/l. The meter was correctly set to display results in mmol/l. The location of the blood glucose meter and the lot number of test strips is unknown so we were unable to review the device history record or test retained samples of the test strips. In germany, blood glucose meters are available to display the units of measure as either mg/dl or mmol/l. Based on the available information, the blood glucose meter was performing to specification. According to the information provided in the article, a possible root cause for this event could be considered to be misinterpretation of the units of measure. No information was captured in section a1 as the customer's credentials were not provided. The initial reporter (e1) information was not provided. The product details were not provided. Therefore, no information was captured in section d4 (model # and serial #), and the device manufacture date (h4) could not be determined.